Event description:
A malfunction alarm was reported. There was an unknown impact on the customer's blood glucose level as the customer declined to provide details. Customer support provided information and assisted the customer with resetting the pump, and the malfunction code did not recur after the reset.